Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Optometrist from xxxxx eye centre called xxxxx on 12 sep 2025 to report "matter" in mitomycin syringes. Xxxxxx advised that customer did not specify what the "matter" was, however stated this was small matter, perhaps fibres. No additional details provided during initial report. Date of event has been requested, as well as at which stage this was identified. Status of the actual samples / photographs have been requested for investigation. Baxter compounding services product: mitomycin syringes, batch details requested. Customer forwarded additional information on 17 sep 2025 confirming no photographs are available as the syringe was discarded prior to use. Customer stated they "were concerned if the fine black dots/debris/deposits noticed floating in the solution may have been from degradation of the internal black rubber plug of the syringe". Customer confirmed the most recent syringe received with the mitomycin c solution was clear and if they notice the black deposits again in future, they will be sure to take photos and pass onto baxter for further investigation. No additional information provided including number of units affected, batch details and date of event. Possible batch details requested via baxter compounding customer service.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.